Event description:
A report was received that stated during an injection, the needle became detached from the syringe. Nurse did not clarify if the needle came off the safety needle assembly or if the entire safety needle assembly came off the syringe. No needle-stick took place. There was no patient or clinician injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.